Event description:
It was reported that balloon rupture occurred. The complete total occluded target lesion was located in the mildly tortuous and mildly calcified artery. A 3.0x60x150 (4f) sterling balloon catheter was advanced for dilatation. However, when inflated with indeflator, the balloon never inflated and the contrast just went through a hole in the balloon into the artery. The balloon was taken out of the artery and the procedure was completed with another of the same device. No patient complications were reported.